Event description:
The event is reported as: complaint alleges: the et tube adapter became dislodged from the sheridan hvt et tube. No patient injury reported.

Manufacturer narrative:
A device history record (DHR) review could not be conducted since the lot number was not provided. Assessment was conducted and no changes required. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported anda corrective action for it. Manufacturer will continue to trend relating complaints.